Event description:
The patient was brought to MRI scanner in the radiology/imaging department to have a brain scan. The technologist reported that the magnetic wand did not indicate magnetism noted near the patient's head. There were also no visible signs of metal detected on the inspection. In the MRI, the string with the magnet attached on the end pulled suggesting metal present. Upon closer inspection of the cloth tape of bridle (nasogastric tube retention system), it revealed that the magnet tip was still on the tape imbedded in cloth. The small magnet was removed and the MRI went forth.